Manufacturer narrative:
D4: full UDI is not available due to missing lot #. H6: the quality investigation is complete.

Event description:
It was reported that after hand surgery, the patient reported a potential allergic reaction to the implanted k-wire in their thumb. Antibiotics were administered for potential infection. It was also reported that the initial procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device implanted.

Event description:
It was reported that after hand surgery, the patient reported a potential allergic reaction to the implanted k-wire in their thumb. Antibiotics were administered for potential infection. It was also reported that the initial procedure was completed successfully.